Manufacturer narrative:
(B)(4). Insulin pump received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error alarm. Pump received with broken belt clip rails. The test reservoir stay locked in place noted.

Event description:
Information received by medtronic indicated that the insulin pump was crack at the side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.